Manufacturer narrative:
Weight, ethnicity: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain further information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient could not adapt to the iol. Patient saw halos. The patient fully recovered post-explant. It is unknown if another lens was implanted. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 18, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to halos could be identified. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue "explant" and "halo vision" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.